Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter spontaneously fell out of the patient. The water leaked from the bifurcation area. No balloon rupture or tear was observed. After the catheter insertion, the urine flowed out and the patient's feet were wet. The urine was leaking from the connection between the catheter and the bag.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received 1 drainage bag with inlet tubing and sample port connector. Visual inspection noted that the sample port connector was cracked and there was a small tear near the bottom of the clear vinyl side of the drain bag. Attempted to flush the sample port connector and fill the drainage bag with d.I. Water and 10 ml of methyl solution and it immediately leaked out of a crack on the sample port connector.although an exact root cause could not be determined a potential root cause could be: ¿ lumen partially collapsed; ¿ partially kinked / pinched lumen. A review of the DHR did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and states the following: "warnings 1. Method for use (1) do not inflate the balloon in the urethra. The urethra may be injured. (2) do not pull the catheter hard. The bladder/urethra may be injured. 2. Applicable patients patients with delirium who might pull out catheter. When patient tugs at catheter unconsciously, the bladder and urethra may be damaged. Contraindications: 1. Method for use: (1) do not reuse. (2) do not re-sterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. 2. Applicable patients with known allergy to silver coated catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter spontaneously fell out of the patient. The water leaked from the bifurcation area. No balloon rupture or tear was observed. After the catheter insertion, the urine flowed out and the patient's feet were wet. The urine was leaking from the connection between the catheter and the bag.